Event description:
Information received indicated the left head siderail will not latch.

Manufacturer narrative:
The weldment on the siderail swing arm was broken. The siderail was replaced which resolved the issue.